Event description:
A consumer reports that three weeks following intraocular lens (iol) implant surgery, his vision is blurred, especially his distance vision. Street and vehicle lamps are 'like fireworks'. He went to a medical glasses shop and had his vision measured, with results showing that the operated eye was astigmatic with 0.5 diopter. The consumer visited his surgeon the same day because his eye was red and his vision had not improved. He informed his surgeon of the astigmatism, but no measurements were taken. His surgeon told him 'it will get better and better by time'. In the dark, the operated eye has worse vision than his phakic eye. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed, because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 07/31/2009.